Event description:
As reported, when using an elunir stent through calcify anatomy and the stent scrapped off the balloon prematurely. The physician was able to find the stent in the patients artery, blow up a small balloon to catch it, and pull it into the guide catheter where he snared it and brought it out of the patient. There was no reported patient injury. The target lesion was the proximal-right coronary artery (rca). The lesion is calcified and tortuous. The vessel level of stenosis is 60%. Initially, the access site was radial. The device was prepped but the physician instructed the tech to pull negative on the balloon prior to inserting into sheath. It didn¿t cross. The stent was removed, pulled negative again. This happened three times. The fourth time they realized the stent wasn¿t on the balloon. There was no difficulty experienced in prepping the device. The stent was not manipulated during prep. The stent was properly mounted on the system when inspected prior to use. There were no kinks or other damages noted prior to inserting the product into the patient. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. There was no resistance/friction while inserting the balloon through the guide catheter. The catheter was never in an acute bend. There was excessive force used during the procedure in order to cross the lesion which was unsuccessful three (3) times. The balloon never inflated. They didn¿t reach the lesion. The procedure was completed by inserting another balloon to the dislodged stent, inflated to catch the stent, retracted back to sheath, snared it and pulled it out of the sheath. The patient is doing well. There was no patient injury. The device will be return for analysis. Pursuant to the FDA code of federal regulations, cordis is an importer of elunir¿ ridaforolimus eluting coronary stent system, a distributed product made by medinol. Therefore, (B)(4) is required to report all complaints of deaths and serious injuries to the FDA associated with this product. (B)(4) was used as there is no code for procedure time extended.